Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and the pcoip was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that there was signal dropping at the camera cart monitor. The medtronic representative confirmed that they replaced the monitor, however after a while the issue was recurring. They are seeing the network connection lost pcoip message. The camera never lost connection and they never lost tracking. The system would lose connection every 15 minutes or so then come back on. Case 00653238 (702873398) was created for the power off issues.

Manufacturer narrative:
The pcoip was returned to the manufacturer for analysis. Analysis found that the pcoip client was tested and logs indicated the software caused the reboots and was set to "auto registration". Analysis found that the reported event was related to a electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.